Event description:
It was reported the pump touchscreen was cracked, unreadable, and unresponsive. The customer¿s blood glucose was 200 mg/dl. The customer reverted to manual injections for insulin therapy.